Manufacturer narrative:
Final analysis found the complete lead was returned in two portions measuring at 51.3 cm of the connector portion and 35.0 cm of the distal portion. The lead was found to within specifications and no anomalies were found. All other damages found were sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker check with symptoms of diaphragmatic irritation. X-ray imaging was performed and it was confirmed that the left ventricular lead had dislodged. The lead was explanted and replaced successfully. The patient was reported to be in stable condition.